Event description:
Additional information was received that the patient had pump stops and received an ungrounded cable.

Manufacturer narrative:
Approximate age of device - 8 years, 2 months. The replaced portion of the percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that during a clinic visit, low speed operations were observed upon device interrogation. The patient was reported to be asymptomatic. A log file was reviewed by the manufacturer's technical service representative and speed drops below the low speed limit were captured. Internal x-rays images of the driveline submitted for review were unremarkable; however, the external driveline x-ray images showed rescue tape had been previously applied to most of the external length. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. In addition, the customer requested and was shipped a un-grounded power module patient cable. The patient will continue to be monitored. No additional information was provided.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. The replaced external percutaneous lead was returned for evaluation. Although the reported low speed event was confirmed during the evaluation of the submitted log file, the cause could not be conclusively determined. The submitted log file captured a low speed event, triggering both the low speed advisory and low speed hazard alarms, while the system was connected to the power module. Elevations in both pump power and pi values were recorded during this event. However, no damage was identified through the examination of the distal end of the patient's percutaneous lead (driveline). Approximately 21 inches of the distal end of the repaired driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed multiple areas of significant breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.